Event description:
It was reported by a company representative that a vns patient was experiencing an increase in seizures due to unknown reason. The patient was also loud and aggressive and his vns could not be checked at the time. (B)(4) attempts to obtain additional information have been unsuccessful to date.